Manufacturer narrative:
As received, a complete lead was returned measuring 64.2 cm. Visual and x-ray examination revealed the helix was extended and clogged with dried blood and measured 2 mm, and the inner coil was over-torqued at the connector region. The reported event of helix retraction can be attributed to this. There were no other anomalies noted other than procedural damage. There was no indication of conductor fractures or internal shorts. The helix could be retracted and extended within specification after cleaning. The reported events of high pacing threshold and undersensing were not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited undersensing and high capture thresholds. Chest x-ray performed on (B)(6) 2019 revealed that the lead was in the same position as implant. During the lead repositioning procedure on (B)(6) 2019, the lead exhibited loss of capture. When the physician inserted the stylet to retract the screw, the lead dislodged. Difficulty in retracting the screw led to the lead being explanted and replaced. The patient was in stable condition.